Event description:
It was reported that the patient experienced pain in his scrotum and penis with his inflatable penile prosthesis (ipp) device. The patient is not completely sure what caused the pain, but there was a wound in the glans. All components were explanted and a new tactra device was implanted. The patient is expected to fully recover. The wound in the glans was closed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced pain in his scrotum and penis with his inflatable penile prosthesis (ipp) device. The patient is not completely sure what caused the pain, but there was a wound in the glans. All components were explanted and a new tactra device was implanted. The patient is expected to fully recover.